Event description:
Ous MDR - after an implantation time of about 23 months, it was reported that exit block was observed. The impedance values have dropped from 548 ohm (at implantation) to 400 ohm (explantation). The lead was returned for analysis as a precaution. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. A strong deformation of the inner conductor helix was found during the examination. This damage manifestation requires excessive mechanical stress. An over-rotation of the screw mechanism should here be considered. Further damage is probably also a result of the explantation process. There were no indications of material defects or manufacturing errors. In particular, the analysis did not show any deviations from the electrical specifications, which could be related to the clinical complaint.